Manufacturer narrative:
(B)(4). Follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-04216 indicting the manufacturer as r. Poon.

Event description:
It was reported that the caster on a 66550 rollator broke at the stem.